Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 60 mg/dl. The customer consumed glucose tablets to stabilize bg level. The customer stated low bg was due to extra activity and not consuming enough carbohydrates. The customer requested assistance on how to set a temporary basal rate for the time when they are doing extra activities. The customer was educated on how to set up a temporary basal rate. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.